Event description:
It was reported that during removal, the dragonfly opstar imaging catheter was intended to be used in the right coronary artery (rca) lesion with moderate calcification and mild tortuosity. However, the imaging catheter met resistance with the anatomy during removal. All devices were removed as a single unit safely. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.